Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, expiration, primary UDI #), g4(PMA), h4. Corrected: d1, d2a, d3, d4 (catalog), d10, g1. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. According to the information received,¿ medical record received. Plaintiff had a right total hip replacement due to severe arthritis and a large anterior cyst. Doi: (B)(6) 2007. Dor: (B)(6) 2023. Right hip¿. Product description:- adapter sleeve 11/13 +0. Product code:-999890340. Lot no:-2291441. Quantity of manufactured: (B)(4). Date of manufacturing:-19th december 2006. Expiry date:- 18th december 2011. A manufacturing record evaluation was performed for the finished device product description: adapter sleeve 11/13 +0 product code: 999890340 lot number: 2291441 and no non-conformance was identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot. Product description:- adapter sleeve 11/13 +0. Product code:-999890340. Lot no:-2291441. Quantity of manufactured: (B)(4). Date of manufacturing:-19th december 2006. Expiry date:- 18th december 2011. Device history review. A manufacturing record evaluation was performed for the finished device product description: adapter sleeve 11/13 +0 product code: 999890340 lot number: 2291441 and no non-conformance was identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. H11 additional narrative: added: b5 and d10.

Event description:
Additional information received states that the patient was revised due to pseudotumor form metal bearing surface. Revision notes reported of severe erosive changes and extensive soft tissue mass consistent with pseudotumor. The anterior capsule was incised with release extensive amount of brown discolored fluid. There was also significant tendinosis visible and bone erosion. Clinical visits reported of pain, weakness, osteolysis, and bone loss.

Event description:
Medical record received. Plaintiff had a right total hip replacement due to severe arthritis and a large anterior cyst.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.